Manufacturer narrative:
One (1) used sample was returned for evaluation. As received an unknown residual inside the set was observed, additionally the tube was separated from the inlet filter vent. No presence of solvent in the tube or the filter vent through uv light was observed. No additional damage or anomalies were observed. The ID of the tube was found to be within specification. The complaint of disconnection can be confirmed based on the physical sample evaluation. The probable cause was due to insufficient solvent applied during manual assembly process in (B)(6). Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved occurred on an unspecified date and involved a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer. The customer stated that the extension set is falling off of the filter while in use. There was patient involvement, but harm was not reported as a consequence of this event.